Event description:
It was reported that the radio frequency (rf) head was unable to interrogate the patient's implanted heart device. The head was replaced two times and with the second head the device was able to be successfully interrogated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the rf head was unable to interrogate a device due to the cable being out of electrical specification. It was also noted that the lens was cracked and the label was missing its backing.